Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture with unknown baker grade and exchange due to patient's concern with product.

Event description:
Healthcare professional reported right side rupture, capsular contracture with unknown baker grade and exchange due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, brown particles in the shell. A visual and micro analysis was performed which identified: sharp broken, non-penetrating nicks, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is:a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported right side rupture, capsular contracture with unknown baker grade and exchange due to patient's concern with product. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.